Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the patient line where a hole like a crack of about four inches was discovered during their pd treatment. A quarter distance of the patient line connector and around the hole, the color of the plastic was rust brownish. The patient reported receiving an air detected in cassette alarm during dwell 3 of 5 of treatment and the treatment was cancelled. The patient also reported a heater bag was too warm and the solution was little bit warm. The solution bags were not at room temperature when the cycler was set up. The patient indicated that the heater bag did not feel warmer than usual when touched, however, the patient indicated that the solution felt a little bit warmer when filling just in fill 1 and fill 2 sometimes. The patient also received a please do not insert the cassette, close cassette door message during power-up screen. The tubing set was not inserted and the cassette door was opened due to the patient leaving the pump door opened. It is unknown when these events may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the patient line where a hole like a crack of about four inches was discovered during their pd treatment. A quarter distance of the patient line connector and around the hole, the color of the plastic was rust brownish. The patient reported receiving an air detected in cassette alarm during dwell 3 of 5 of treatment and the treatment was cancelled. The patient also reported a heater bag was too warm and the solution was little bit warm. The solution bags were not at room temperature when the cycler was set up. The patient indicated that the heater bag did not feel warmer than usual when touched, however, the patient indicated that the solution felt a little bit warmer when filling just in fill 1 and fill 2 sometimes. The patient also received a please do not insert the cassette, close cassette door message during power-up screen. The tubing set was not inserted and the cassette door was opened due to the patient leaving the pump door opened. It is unknown when these events may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.